Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle on the customer's sensor was bent upon insertion and half of the needle was in the body while the other have was sticking out on the side. The customer replaced the sensor. The next sensor the customer used, the needle broke off before insertion. The customer stated that half of the sensor was stuck in the serter and half broke off. Customer's blood glucose was 136 mg/dl. She stated the sensor was dislodged or pulled out of the skin as the serter and needle hub assembly were removed. She was advised to be cautious in regards to the exposed needle. The needle hub assembly released from the serter. Nothing further reported.